Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Further investigation could not determine a specific root cause due to the lack of data provided by the customer. No adverse event was reported.

Event description:
The customer received questionable creatinine plus version 2 results for two patient samples from ther ER. The initial results were reported outside the laboratory and were questioned by the doctor. Patient sample 1 initial result was 18.5 mg/dl and the repeat result was 1.0 mg/dl. Patient sample 2 was from a (B)(6) female. The initial result was 9.7 mg/dl and the repeat result was 0.8 mg/dl. Both samples were repeated on (B)(6) 2013 and the results were the same as the first repeat values. The repeat results were believed to be correct. The patients were not adversely affected. The creatinine reagent lot number was 67445501 with an expiration date of 10/31/2013. The field service representative determined the connector on r1 and r2 probes were loose. He reconnected the probe connectors, performed pulse adjustments and mechanism checks. The customer ran calibration and qc which all passed within specification. The customer also ran samples to verify the instrument was operating within specifications.